Event description:
It was reported that an ilet user experienced an alert 38 restart alert identified as a motor stall while using a steel infusion set, with troubleshooting confirming insulin drops after a rewind and press-and-hold, and insulin delivery was resumed; the event is characterized as failure to infuse involving the motor component. Symptoms included hyperglycemia with a reported blood glucose of 304 mg/dl without associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue aligned with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.